Manufacturer narrative:
(B)(4) date sent to the FDA: 10/07/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How big was the hematoma? How was the hematoma identified? Did the patient need a blood transfusion? How was the hematoma treated? Did the hematoma prolong hospitalization and if so why? What is the current condition of the patient? Additional information was obtained: the patient had multiple uterine fibroids removal and three different products were used on this one patient during the procedure; stratafix 2-0 symmetric (unknown askna qty: 2), (B)(4) (qty:3) and vloc ( not ethicon product). The surgeon initially started with symmetric device, after suturing with two symmetric devices, the surgeon felt that the barbs were traumatic/too long /pronounced for the tissue being sutured and decided to switch to the spiral (B)(4) and then completed with v-loc. Blood oozing was noted right after the procedure from the suture line and the surgeon then over-sewed the suture line with the same suture. It is unknown which product caused the blood oozing. The patient developed hematoma post op. Sales rep stated that it is unknown how was the hematoma treated but is going to obtain more information from the other sales rep involved.

Event description:
It was reported that the patient underwent a myomectomy procedure on (B)(6) 2016 and the barbed suture was used to close deep on uterus. During the procedure, the surgeon commented barbs were traumatic/too long /pronounced for the tissue being sutured and decided to switch to other different suture. Blood oozing from the incision /suture line was noted right after the procedure and the surgeon then over-sewed the suture line on serosal layer with other suture. The surgeon opined that anchors do not hold well. It was also reported that the patient developed hematoma post op. It is unknown which device caused the blood oozing and how hematoma was treated. Additional information has been requested.